Manufacturer narrative:
Exemption number e2015058. On receipt the pad clock in saver evo was found to be displaying only one event. This event displayed a nonsensical date and time, indicating a possible real time clock fault. No further log entries were recorded. Investigation found the fault can be attributed to a memory fault. During investigation the device memory was found to have become corrupt. This most likely occurred when the user was attempting to erase the memory with the device being disconnected from the pc before a successful completion prompt. The device memory was erased and all power ups were recorded successfully. Due to the fault with the device memory not recording power ups, the reported fault of the device switching on automatically could not be verified as no information could be successfully obtained regarding the previous history. However the device temperature cycled fi 48 hours without fault. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.